Manufacturer narrative:
The product was returned with a different sequence number than was reported and noted on the initial MDR. The returned product was evaluated and performed as designed. No kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation has transitioned to a new complaint handling system april 2017. During this transition period, we continue processing complaints in our legacy complaint handling system (chs) along with processing new complaints in our new chs. As a courtesy, we are letting you know and you can expect two (2) different patient or manufacturer reference numbers during our transition. See below for these references: legacy system: c17-xxxxxx - existing format will eventually be phased out once all complaints are closed out in the legacy chs. New system: cn-xxxxxx format will become the standard once all new complaints and regulatory submissions are managed in the new chs.

Event description:
The customer reported his blood glucose reached 395 mg/dl and that the cannula was gently kinked. The pod was worn for 47 hours on the buttocks. New pod activated.